Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-03525, reference MFR. Report: 1627487-2019-03526. It was reported the patient experienced ineffective stimulation. X-rays and impedance values were normal. However, the patient had a chiropractor adjustment and reported lack of therapy after the adjustment. As a result, the ipg and extensions were replaced.